Event description:
The customer reported that the sys had corrupt saved images. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The 5 volt power supply was adjusted. The boards and connectors were reseated during the svc call. The sys was tested and found to be working as intended and put back into svc.